Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been "all over the place". The customer reported that the fluctuating bg levels were due to being a diabetic and the pump did not appear to be helping them. The customer did not indicate if the bg levels were high or low. The customer declined to provide further information.